Manufacturer narrative:
E1 - (B)(6).

Event description:
It was reported that a device fracture occurred. The 80% stenosed target lesion was located in the radial artery. A 10mm x 2.00mm wolverine coronary cutting balloon was selected for use. During insertion, it was noted the device got fractured. The procedure was completed with another of the same device. There were no complications reported, and the patient status following the procedure was stable. It was further reported that this is the same case of tw# (B)(4), but the dealer did not mark it correctly. Therefore, this complaint will be closed as duplicate.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a device fracture occurred. The 80% stenosed target lesion was located in the radial artery. A 10mm x 2.00mm wolverine coronary cutting balloon was selected for use. During insertion, it was noted the device got fractured. The procedure was completed with another of the same device. There were no complications reported, and the patient status following the procedure was stable.